Event description:
It was reported that while in the cath lab contrast medium was injected with a 10ml syringe through the side port of the percutaneous sheath introducer (psi), by hand. During the injection process, the side port of the psi (where the side port meets the sheath) ripped and a mixture of aspirated blood and contrast medium splashed "explosively" through the cath lab and into the eye of a nurse. The insertion site was the vena iliac. The device was removed and replaced. There was a delay/interruption in therapy and it is unk if the pause caused harm to the pt. There was no reported pt death and it is unk if the pt was injured or required medical/surgical intervention. Add'l info received on (B)(4) 2012, stated the user followed the instructions for use when infusing the medium into the side port. It is currently unk if the pt had an infectious blood disorder. After blood contaminated the rn's eye she received medical attention from the "work doctor." Further info received on (B)(4) 2012, reported that the blood eval of the pt and the nurse involved in the event are still on going and no results are currently available. Also, a male nurse stated that it took three people to clean the room where it occurred after the event. Updated info received on (B)(4) 2012 stated that the pt's outcome is okay. As it was a mixture of blood, nacl and contrast medium which splashed out nobody can know the pt blood loss. It took three people to clean up since the splashes were around the whole room, not since it was such a lot of blood. Everyone had protective equipment on as usual.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.